Event description:
It was reported that a user experienced progressive hyperglycemia while using the ilet after a full supply change, with fingerstick glucose values in the 480¿506 mg/dl range. Troubleshooting revealed that the cartridge interior became wet due to attaching the adapter to the cartridge outside of the pump. The user completed a repeat supply change per guidance and stayed on the ilet, later receiving IV fluids at an emergency department without admission or diabetic ketoacidosis. Symptoms included hyperglycemia, dry mouth, polydipsia, headache, and nausea. Outcomes included a missed insulin dose, delay to therapy, and serious injury requiring treatment at the emergency department. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction and a usage problem related to incorrect procedure of attaching the infusion set connector to the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.